Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported left side "no gross rupture of the smooth round gel implant." Healthcare professional additionally reported left side capsular contracture, baker grade iii. Healthcare professional later confirmed baker grade iii. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional also reported capsular contracture baker grade unspecified.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, stress marks and white particles in the shell. The device is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.